Manufacturer narrative:
The axium coil was not returned for analysis as it was discarded at the site; therefore, no definitive conclusion can be drawn regarding the clinical observation. Per the axium coil instructions for use (IFU): if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, ¿in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hypotube break indicator (hbi) 180 degrees. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.¿ a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information this coil was found detached in the microcatheter after unable to be detached with an instant detacher or using manual detachment method. The patient was undergoing coiling treatment of a small, unruptured, wide-necked aneurysm located in the anterior communicating artery. It was reported that the coil was delivered through a moderately tortuous vessel to the treatment site without any difficulty. However, during an attempt to detach the coil, the physician could not detach the coil with instant detacher. After 4-5 attempts using the instant detacher, the physician tried the manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use) and the coil still could not be detached. The physician decided to retrieve the coil. During the retrieval, the physician found that the coil was detached in the microcatheter. The physician removed the microcatheter and re-catheterized the aneurysm again. The patient was treated with further coiling. No patient injury was reported as a result of this procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.